Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the atrial lead exhibited no sensing. The device was reprogrammed to unipolar mode which resolved the issue. The physician suspected a lead damage. The lead remained implanted; no patient symptoms were reported.